Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the name of the procedure? What tissue layer was the suture used on? Can you identify the product code of the unknown suture used? What is the surgeon¿s opinion as to the contributing factor to the patient event? Can you describe the patient ¿local skin pyogenic symptoms¿? Was a culture taken of the wound? If so, what are the results? What was the indication for removing the suture? What are the patient age, gender, weight, prior medical history? What is the patient current condition? Is this a usual trend for these kinds of cases for these trauma patients in your hospital? What is the baseline skin infection rate for trauma cases in your hospital? If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the patient was admitted to the hospital for trauma on (B)(6) 2018 and suture was used. The patient developed local skin pyogenic symptoms at the stitch site on (B)(6) 2018. The patient was immediately disinfected, and surgeon removed the necrotic tissue and cleaned up the wound again. After 3 days, the wound site improved significantly.

Manufacturer narrative:
Pc-(B)(4). Patient code: (B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Trauma what tissue layer was the suture used on? Unk can you identify the product code of the unknown suture used? Unk what is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe suture can you describe the patient ¿local skin pyogenic symptoms¿? Some part of wound site has purulence was a culture taken of the wound? If so, what are the results? Unk what was the indication for removing the suture?the patient was immediately disinfected, and surgeon removed the necrotic tissue and cleaned up the wound again. After 3 days, the wound site improved significantly. What are the patient age, gender, weight, prior medical history? (B)(4) what is the patient current condition? Stable is this a usual trend for these kinds of cases for these trauma patients in your hospital? Unk what is the baseline skin infection rate for trauma cases in your hospital? Unk